Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned, and a new lead was successfully implanted. The rv lead exhibited chronic threshold values over past 24 months. No additional patient adverse effects were reported.